Event description:
It was reported that a minimum fill notification was received. There was no adverse impact to the customer's blood glucose level. The caller was able to successfully reload the cartridge onto the pump and resume insulin delivery without further issues.